Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, when the blade was cleaned after about 40 minutes, an error 5 was displayed. The generator was restarted and the device was reset, but the error continued. Then, the blade broke off when the blade was wiped with gauze. Since the blade broke off outside the patient, no pieces were left inside the patient. The blade did not touch any clips or a forceps. It is unknown how the procedure was completed. There were no adverse consequences for the patient.